Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -4.0/1.0/047 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The surgeon reports the patient had low vaulting, refractive surprise and blurry vision. The lens was exchanged on (B)(6) 2024 a same model and length lens. Reportedly the status of the eye is "vok-open, no cells, lens clear and centered". D6a: on (B)(6) 2023, d6b: on (B)(6) 2024, h6: 2199 corrected to 4629. Claim#: (B)(4).

Manufacturer narrative:
D4: primary unique device identifier (UDI) #: (B)(4). H4: device manufacture date: 30-jan-2023 corrected to 15-jan-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -4.00/+1.0/47 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports the patient had low vaulting; refractive surprise; and blurry vision. It was additionally noted that "consulting with ma what to do with the vault and refractive surprise". Lens remains implanted. The problem is not resolved.